Manufacturer narrative:
Integra has completed their internal investigation on 17mar2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: device history record reviewed for product ID 3539600 serial # (B)(4) manufactured on 6/9/2011 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No prior service history. No manufacturing or design related trend has been identified. Conclusion: in summary: reason for return confirmed, actuator rod is hitting / grinding against the wall of the actuator rod shaft / chamber. Unit shows some signs of rough handling but no impact damage found on switch. Can not confirm the reason for actuator rod issue, all parts measured in tolerance. End user tampering possible as non-OEM grease or jelly was found inside the handle. Recommend pm service and calibration.

Event description:
It was reported the patient was undergoing a split thickness graft procurement from the left thigh on (B)(6) 2015. During the procedure the activation slide would not stay in place, causing the dermatome to damage the skin graft. Additional grafts were procured due to the device issue. Another dermatome was used to complete the procedure. It was reported the patient's recovery was uneventful. It was reported no patient injury is alleged.